Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a false reactive toxo immunoglobulin m (igm) result for one (1) patient who is thought to be toxo igm negative based on historical results, generated by the unicel dxi 800 access immunoassay system and used in conjunction with access toxo igm reagent (lot #091278) and access toxo igm calibrators (lot #091253). The patient's two (2) previous results yielded (B)(6) and upon repeat of those samples the results yielded (B)(6) on (B)(6) /2011. These results are documented in mdrs 2122870-2011-02991 and 2122870-2011-02993. The discordant result was reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer complaint record, toxo igm qc has been within the customer's established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. The customer is sending the sample to an outside facility for further evaluation. Additional results and information has not yet been provided to date. No indication has shown that service was dispatched for this event. A definitive root cause has not been determined to date for this event.